Event description:
This lead dislodged resulting in intermittent loss of capture. The hospital discarded this lead. There were no adverse pt effects reported. If additional info becomes available, this event will be updated.